Event description:
It was reported by the customer that a pyxis medstation es system was not properly reporting the counts of medications. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. A technical support specialist found station was communicating and no issue with uploads or downloads, further mentioned that the messages were also crossing over to the server. A technical support specialist contacted the customer and confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.